Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that the patient stated the infusion set tape was not sticking. The cause of the issue was identified as the infusion set getting pulled out overnight. The patient had a blood glucose level of 1300 mg/dl when admitted to the hospital. The patient received an IV insulin drip (intravenous insulin infusion) during her hospitalization. The hospitalization occurred on sunday, december 12th and lasted for up to one week. The patient's mother tested positive for ketones and was diagnosed with ketoacidosis. She received treatment for high blood glucose levels and ketoacidosis during her hospital stay. No further information available.